Manufacturer narrative:
The radiometer investigation has found that the root cause for the increased number of response error is probably due to it take some time to get use to the new type of capillaries. The different handling of plastic capillaries leads to increase hemolysis in sample (meaning more samples with response error (1070) at k+) and probably more aspirations issues due to incorrect connection between plastic capillaries and inlet (more ca2+ response errors). The latest patient data shows that the number of response error, inhomogeneous sample and aspiration errors are back to a very low level and the same as the error level as when using glass-capillaries. The radiometer investigation has also found that the abl90 flex plus analyzer did not malfunction.

Manufacturer narrative:
New information received 11april2023: during the period 27mar2023-05apr2023 the neonatal intensive care unit has analyzed 71 samples. They have had 4 samples with sensor response time error, which means 5,6%. During the period customer has focused on mixing without the blue magnet. They have held the capillary upsidedown and let the metalic shaving/object move in the capillary only by holding the capillary in differnt positions. The four samples with error have very high hgb-values: 171 g/l, 191g/l, 211g/l, 217g/l.

Event description:
According to the complaint the customer has experienced an increasing sensor response error (1070) on their abl90 flex plus analyzer (serial number: (B)(4)) in the neonatal ward. Before, the customer had about 2-4% sensor response error, but now they have 17% sensor response error on the electrolyte parameters. Customer started using radiometer plastic capillaries from january 2023 and were using glass-capillaries before. They think the change has something to do with the increasing sensor response error. Update from customer on (B)(6) 2023: the customer had 17% sensor response error with 45ul plastic capillaries. Now they tried with same sensor cassette but with glass capillaries 45ul: 48 samples were measured with only one sensor response error. Update from customer on (B)(6) 2023: statistic analysis: samples from babies with sensor response error (1070) 58 pcs: hgb mv = 192g/l samples from babies without error: hgb mv =166g/l. Now customer is trying with 70ul plastic capillaries to see if it helps.